Manufacturer narrative:
Other, other text: h3: one cadd legacy 1 pup was received in good physical condition with a scratched screen. The event history log was reviewed and there was no evidence of the reported issue. The device was started in application, no problems were found with beeping. There was no fault found with the returned pump. However, the downstream sensor will be replaced as a preventive measure.

Event description:
Information was resolved indicating that cadd legacy 1 pump displayed a double alarm while the cassette was attached. The malfunction occurred during testing.